Manufacturer narrative:
The medical device is not available for analysis, therefore, the device itself could not be investigated.

Event description:
Ous MDR - the rv impedance is > 3000 ohms and threshold is 4v. The patient was diagnosed with a rv lead dislodgement and it was repositioned. There were no adverse patient side effects reported.